Manufacturer narrative:
Per tandem¿s t:slim x2 pump user guide: ¿you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 305-542 mg/dl. A correction via the pump and insulin injections (administered by contact) were used to address the bg level. The cause of the high bg was not known. The customer's healthcare provider thought there might be an issue with the pump and recommended the customer use insulin injections for insulin delivery. The pump supplies were changed and the contact reported a valid resume pump alarm after not resuming insulin delivery after a shower and a fill tubing alert due to contact having to assist customer. A pump system check was performed and no device issues were identified. The contact acknowledged the results of the test. The contact declined to remove the infusion set site for inspection at the time of the report.